Event description:
It was reported that customer experienced cgm error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not recur after reset, and then successfully started new sensor session, with no additional information received regarding any further issues.